Manufacturer narrative:
A synergy ous mr 4.00 x 28mm stent delivery system (sds) was returned for analysis. The stent was not based on the reported information it was deployed inside the patient and remains in place. The balloon cones were reviewed, balloon was found to be in a deflated state and had been subjected to positive pressure. Solidified media present inside the balloon material. Examination of the bumper tip, hypotube and shaft identified that there were not issues.

Event description:
It was reported that stent damage occurred, requiring additional intervention. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 4.00 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. It was noted that the stent was deployed normally but it passed through calcium with difficulty. The physician thought that the stent might be got damage because of calcium. Additional synergy stent was advanced and the procedure was completed. No patient complications were reported and the patient was good.